Event description:
After an implantation period of approx. 15 months, it was seen on an x-ray that the atrial lead was dislodged. The lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approx. 30 cm distal to the is-1 connector pin), which most likely resulted from the surgery procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.